Event description:
A ventilator was returned to the distributor for service. There was no allegation of device malfunction. The device was not in patient use. During initial evaluation of the device at the distributor, a service required alarm condition was observed. The device¿s detachable battery cable was replaced to address the issue. Additionally, a service required alarm condition indicating a possible proximal pressure sensor may have drifted. There was no downloaded event log available to verify reportability.